Event description:
During an unspecified procedure, staples did not form properly. Manipulation. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
It has come to co's attention that this is a duplicate submission of a previously reported malfunction MDR event. Please disrigard the event submitted under this reference number and refer to the origincal medwatch submission under MFR report number 1219930-1997-297.